Manufacturer narrative:
The customer reported problem was confirmed. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated there was no patient involvement.

Event description:
Broken/damaged- 08/05/2019 10:48:30 rfc_repairs (rfc_repairs) 8100vdxen9117 8100 pump module v9.1.17.7 factory recall fr110 08/13/2019 05:15:19 clelia flores (clflores) est mnr 08/13/2019 05:21:39 binh tan nguyen (btnguyen) not a true 90 days 09/11/2019 13:00:10 crisleivy pena (crpena) updated from srv to mnr for the minor repair needed per clelia flores, service tech. Repair approved by conny yeung, biomed, at cyeung@stanfordhealthcare.org for $230. New po# 3000331297. 09/13/2019 10:10:18 annette a mendez (amendez) 9632001960920413730700119242561708.